Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose 46 mg/dl. The customer was treated with liquid glucose and the blood glucose was brought up to 72 mg/dl. The drive support cap appeared normal. The reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump had not been worn near an MRI. It was advised to monitor the insulin pump and follow up with a health care professional.